Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. A portion of the terminal segment of the lead was returned severed 10 cm from the terminal pin. The inner coils of the returned segment were stretched. The terminal connector segment was returned missing the terminal ring/rear seal ring/outer coil which may suggest difficulty was encountered that led to separation during removal of the lead from the header. It was confirmed that the returned segment passed electrical testing verifying the electrical continuity of the segment.

Manufacturer narrative:
A portion of the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device replacement procedure for normal battery depletion, visual check of the adhesion of the leads was normal. The setscrews were loosened and the right atrial (ra) lead was pulled from the device. However, the ra lead did not come out of the lead and coil was stretched and exposed. When the right ventricular (rv) lead was removed, the same event occurred. The lead remained connected and the coil was stretched and exposed. The setscrews were tightened and sensing could not be obtained on either lead and rv pacing was intermittent. As a result, the device was explanted and the ra and rv leads were surgically abandoned. A new system was implanted on the left side of the chest. No adverse patient effects were reported.